Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system exhibited pace impedance measurements greater than 2,000 ohms. All other lead measurements were stable and within normal limits. The patient is not pacemaker dependent and the physician plans to continue follow the patient closely. No adverse patient effects were reported. This product remains in-service.